Event description:
Pt's family member called lfs and alleged that pt's meter would only prompt a clean test area message. The issue was not resolved with troubleshooting. The pt visited their physician and their blood sugar was tested. The result was not reported. The pt did not receive any treatment during the visit. No injury or harm alleged. Based on the info provided, there is evidence of a meter malfunction. There is no evidence of the meter contributing to a serious injury. A new meter and testing supplies are being sent to the pt.